Event description:
It was reported that the customer's insulin pump had a frozen display, the buttons were unresponsive, and the time on the device was not changing. It was stated that the insulin pump did not alarm during or after the buttons stopped functioning. It was mentioned that the battery was removed for two hours without results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.